Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of left branch bundle block (lbbb) with atrioventricular (av) block. The length of the membranous septum was 3.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, conduction abnormalities remained unchanged; temporary pacemaker was placed and the patient received a permanent pacemaker to resolve the event. The implanter classified this event as being related to the procedure and the patient's past medical history. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to the procedure and the patient's past medical history. However, this could not be confirmed. The unexpected medical intervention and surgical intervention were a result of case specific circumstance as temporary pacemaker support was required, and a permanent pacemaker was implanted there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of left branch bundle block (lbbb) with atrioventricular (av) block. The length of the membranous septum was 3.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, conduction abnormalities remained unchanged; temporary pacemaker was placed and the patient received a permanent pacemaker to resolve the event. The implanter classified this event as being related to the procedure and the patient's past medical history. The patient was discharged.